Manufacturer narrative:
Concomitant products: a 6935-65 lead, implanted: (B)(6) 2011, 5072-52 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and was symptomatic during the episode. The cardiac resynchronization therapy defibrillator (crt-d) with held the detection of the vt via the onset discriminator and the device classified it as supra ventricular tachycardia (svt) with no therapy delivered. The device remains in use. No further patient complications have been reported as a result of this event.